Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. The customer reported that insulin pump had compromised force sensor alarm. Drive support cap was normal. Insulin pump was no longer working. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage to the electronic assembly noted. Unable to perform displacement test, self test, off no power test, a21 error test, stop current test, run current test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test or verify a33 alarm and unexpected battery power loss due to blank display.